Event description:
A (B)(6) male patient's wife contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked damaging internal wires. Upon evaluation, the green (3.3v) wire was open in the trunk cable connector. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open green wire. The cause of the open wire is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force placed on the cable. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.